Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the data from the (B)(4) was found to be unreliable. The product was changed out. There was <1cc of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).